Event description:
A caller reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer had to strategically hold the cable in place or position the pump to establish a charging connection after leaving it plugged in for 30 minutes. Technical support planned to send a replacement pump, and the customer acknowledged and understood the resolution. The customer will use multiple daily injections (mdi) as a backup. No further action was required from technical support.